Event description:
Covidien received info stating that due to a malfunction of a pb540 ventilator the pt was placed on a second ventilator. The pt was not harmed or injured as a result of the event. The covidien customer support engineer (cse) verified the malfunction. The cse inspected the device and replaced the inspiratory conical fitting. The ventilator passed performance verification testing (pvt).

Manufacturer narrative:
(B)(4).